Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Evaluation of provided photos: review provided by global device medical safety (gdm) ((B)(4)): multiple spots of opacification (presumably glistenings) are observed on the iol optic. There is a massive fibrin reaction and/or cortical remnant visible as well but not easy to determine due to a static picture mode. However, it is difficult to conclude what type of iol was implanted. We are unable to determine the root cause for the reported complaint. Gdms evaluated the provided photos. Based on the photos provided by the customer, opacification was observed. However, we cannot determine which iol was implanted through the photos attached. A definitive determination of damage cannot be made without the evaluation of the physical product. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the lens presented with an opacification or glistening. Thee is no improvement in vision for the patient. Additional information has been requested.